Manufacturer narrative:
Bayer service visited the site on november 9, 2024 and performed a system checkout, including an electrical safety test, and confirmed that the system was operating to specification. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following: during preparation of the medrad® stellant CT injection system (serial number (B)(6)), the technologist felt a shock in her hand when she touched the equipment. As per hospital protocol, the employee was referred to the emergency department. No additional information was provided.